Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported inaccurate sensor readings from her daughter's sensors. The sensors were inserted on customer's backside, but now they are inserted in the abdomen area. Customer's mother wanted to confirm that blood on the sensor was causing the false sensor readings. Customer's sensor read 155 mg/dl, but when other checked customer's blood glucose, it was showing 409 mg/dl. Mother then found out from the nanny that the meter was also giving false readings. Customer was advised to upload to carelink to better diagnose the issue. Nothing further reported.